Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. Extended investigation has also been performed on the returned sensor. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured and was found to be within the specification range. Therefore, it was determined that this complaint is confirmed to brown out reset. Further extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a sensor error message from the adc device. The customer was able to be contacted and further indicated they experienced symptoms of lightheadedness and shakiness. The customer was provided with juice by a family member for treatment. There was no report of death or permanent injury associated with this event.